Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a 8" smallbore ext set w/clave®, clamp, rotating luer where it was reported a patient was having laryngospasm. IV inserted with no issue. Drugs were given directly in the catheter to treat the laryngospasm before the IV line was connected. When the IV line was connected, it was difficult to connect to t-connector to catheter. When catheter was connected, the line was leaking. Issue was resolved once the t-connector was changed. When defective t-connector was inspected, a large crack was found in the slip tip portion of the connector along with an extra piece of plastic bent inside the connector. There was patient involvement and unknown adverse event.

Manufacturer narrative:
Received a photo from the customer showing the affected sample. Blood was visible in the female luer, however, no cracks or leaks were visible on the photo. The reported complaint of a leak and a crack could not be confirmed. Without the return of the sample, a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10 and e1.